Event description:
The customer reported that their central nurse's station (cns) rebooted on its own. This occurred after their printing function was grayed out and they attempted to initially reboot the unit, but the second reboot happened on its own. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on its own. This occurred after their printing function was grayed out and they attempted to initially reboot the unit, but the second reboot happened on its own. No harm or injury was reported.